Event description:
Received info stating that due to a ventilator malfunction pt was placed on a second ventilator. Pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Eval of the device has not been completed.